Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the staples would not lock. The surgeon applied a new instrument. The hospital has reported no pt injury occurred.